Event description:
In a revision procedure the lead was explanted, the ventricle repaired, and a new epicardial lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead perforated the heart wall. A revision procedure was scheduled to replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Set screw marks were noted on both the terminals. A slight separation was noted between the distal ring and neck insulation medical adhesive and slight deformed conductor coils were noted in the neck region as well. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. The damage found during testing was noted to be procedurally induced.